Event description:
A coronary stent with delivery system was successfully advanced and deployed at the target lesion site located at a 90-95% severe, eccentric stenosis in the proximal circumflex artery. Post stent fluoroscopy revealed that the stent was adequately delivered. However, the fluoro also revealed a persistent no-reflow state secondary to an extensive dissection in the proximal circumflex just distal to the deployed stent. Subsequently, the pt began to exhibit st segment elevations and eventually developed ventricular fibrillation. After receiving a200j countershock, the pt reverted to a regular sinus rhythm. An iabp was introduced to lend cardiac support. To treat the area of dissection and outflow problem, a ranger balloon was utilized and inflated to 10 atmospheres of pressure; however, this attempt was unsuccessful. The pt was subsequently sent for emergency coronary artery bypass graft surgery. The pt is reported to be doing well. There were no add'l complications reported relative to this event.